Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s5 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Testing of the returned device found that the ribbon cable connecting one of the circuit boards was defective. Sorin group (B)(4) stated that this is an isolated event. The affected board and cable were replaced which resolved the issue. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message. There was no report of pt injury.